Event description:
A second phone call was conducted in order to follow up on a previous call the customer made for unexplained high blood glucose over 500mg/dl. It was found that the customer was hospitalized and did seek a medical assistance. The customer stated that she passed out as well she was not conscious enough to remember. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.